Event description:
Boston scientific received information that the patient stated the power supply was hot with a burning smell and an audible sound coming from it. No adverse patient effects were reported.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance lab confirmed the reported allegation. The power supply displayed signs of melting along the top edge near the strain relief and an audible ringing could be heard during testing.